Manufacturer narrative:
The "date of this report" and the "date received by MFR¿ provided in the initial report were incorrect. The correct dates have been provided in this report.

Manufacturer narrative:
The insulin pump was received with operating currents within spec. The pump passed self test, rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Pump was returned for power error. The power management tool confirmed pump error was triggered when backup battery unloaded voltage (vlith) was more than 4.1 v for 240 consecutive minutes due to resistance issue at j6 connector. After disconnecting and reconnecting the internal battery connector on j6 /pcba 1, pump was monitored and functioned properly. The pump was received with stained serial number label. The pump was received with minor scratched display window, case and keypad overlay. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of power system error. The customer's blood glucose level was 11.9 mmol/l at the time of the incident. The customer was not able to clear the alarm during troubleshoot. The product was returned for analysis.